Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 5 was not opening. A field service engineer replaced the defective drawer controller and reconfigured the drawer, issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a hardware and drawer failure. The customer stated that this malfunction occurred while dispensing medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.